Manufacturer narrative:
Evaluation summary: one used (B)(4) suction coagulator was returned, and an evaluation confirmed an issue with a detached component. Visual inspection found the activation button had detached and was not returned. The device also had signs of use in a procedure. No damage to the body of the device was noted. No potential manufacturing issues were identified that could have contributed to the reported condition. Without the button, further evaluation cannot be performed and the root cause of the issue could not be determined.

Event description:
The customer reported that when the device was opened, there was observed damage to the activation button. Examination of the received device by medtronic found the activation button had detached from the device and was not returned. The customer was notified and reported that the device was not used on a patient.